Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer stated that no failures were observed on the affected machine, it could be remotely resolved, and the users were able to continue using the machine without any issues. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were not detected on the bus. The storage could not be recovered, and despite rebooting the system, the issue persisted. A total of five drawers were affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.